Manufacturer narrative:
This device has been returned to boston scientific for analysis. When analysis is complete, this report will be updated.

Event description:
Boston scientific received information that this pacemaker's battery has depleted earlier than expected. The device was explanted and replaced, and returned to boston scientific for analysis. No adverse patient effects were reported.